Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 1.20 x 12mm mini trek rx balloon dilatation catheter was to be used in the distal right coronary artery (drca), resistance was felt due to the anatomy and the balloon ruptured at 6 atmospheres (atm) during the first inflation. Therefore, the balloon was removed and a new trek balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.